Event description:
The customer reported a coulter lh 500 hematology analyzer was generating differential flags while processing controls and the differential mixing chamber was not stopping. The instrument was powered on and off, but the differential mixing chamber continued to run after reboot. There were no reports erroneous patient results generated or of impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the differential mixing chamber motor was not stopping and replaced the mixing chamber drive assembly. As a preventative measure, the fse replaced the pinch valves and actuators. The fse found that scatter pak reagents had arrived chilled and/or frozen, which contributed to the differential flagging issue for controls. New reagents were shipped to the customer. (B)(4).